Manufacturer narrative:
One package returned for review. The defect reported was confirmed. It has been determined the defect may occur if a hard impact is applied to the packaging during shipping and handling. The force of the hard impact may cause the tyvek to puncture. The defect is readily visible by the customer. We will continue to monitor and trend.

Event description:
Customer states that 1 of 5 packages of biopince devices had a tear in the packaging which compromised the sterility. Device not used on patient, however, potential for injury exists if a non sterile device is used on a patient.